Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h4, h6.

Event description:
Patient reported right-side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 un-reporting.

Event description:
Healthcare professional confirmed a capsular contracture, baker grade ii. The event is not reportable and will be un-reported.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: obseved creases on the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6

Event description:
Patient reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown. Device remains implanted. This relates to the right side.